Event description:
It was reported that the customer was hospitalized for "high with low bgs." The customer had seizures and it was believed that the pump accidentally delivered a max bolus to them several times over the past couple of days. Advised the customer to discontinue the pump use and begin manual injections back up plan. Later the nurse called back and stated that the customer's house burnt down ten days ago and "the pump started not work properly since."